Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a spyglass digital controller was used with a spyscope ds ii during a cholangioscopy for interductal clearance on (B)(6) 2026, for the treatment of choledocholithiasis. During the procedure, visualization was lost. Although sufficient stone clearance was achieved, the procedure was not able to be completed as a result of this event and the patient was rescheduled. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block d2b: subsequent pro codes kqm, ntn.